Event description:
A customer reported that they observed a wash buffer leak coming from around the fluidics tray of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is unknown whether personnel interfacing with the instrument were wearing personal protective equipment however no personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was an exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011. A field service engineer (fse) discovered corrosion around the connectors on the fluidics tray. The fse replaced the fluidics tray. The fse also found that the peri-pump tubing for two probes was tight and causing some leakage at the fittings. The fse replaced the tubing and cleaned the corrosion off the instrument. Upon the completion of the necessary and verified repairs the instrument was returned back into operation. Hardware is the root cause of this event.